Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, undefined impedance qualified as high, and oversensing of noise. It was further reported that the lead was "fractured and broken". The lead was programmed off and remains in the patient. The pacing system was replaced with a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.